Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (asd). Hypoxia appears to be a cascading effect of the perforation. Perforation and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an asd closure device was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a mean pressure gradient of 2.0mmhg. A mitraclip was implanted, reducing the mr to a grade of 2+, and increasing the pressure gradient to 7mmhg. The physician was satisfied with the results, despite the mean pressure gradient of 7mmhg. There were no patient adverse effects due to increase in pressure gradient. However, after removal of the steerable guide catheter (sgc), a decrease in oxygen occurred, and an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted, and the oxygen was immediately returned to normal levels. There was no clinically significant delay in the procedure.